Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "shuts off by itself" was not reproduced.the customer's battery and ac power adapter was not received for service evaluation. The device did not power off during evaluation. The event history log was reviewed. An event occurrence date was not provided and no occurrences of "improper shutdown!" Was found through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.